Manufacturer narrative:
A review of the manufacturing DHR indicates the device was manufactured to specifications. An engineering analysis of the neck taper surface noted low-cycle, high load fatigue failure. This finding is consistent with the hypothesis of in-situ overload, which may be anticipated for a patient of increased body weight that is young and active. Patient was reportedly an active (B)(6).

Event description:
A total hip arthroplasty was revised approximately seven months post-operatively because of a fracture at the neck/metaphyseal junction of the modular hip stem prosthesis.